Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger. Product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found the complaint was unable to be verified. They found no issues with finding or charging the ins. Also, that there was a failure with the recharger and that a "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with implantable neurostimulator (ins) for spinal pain. The patient reported that starting several months ago they could no longer charge up their stimulator, when using the recharger (rtm), the controller won't work for it malfunctions; pt would get an error message when attempting to charge their implant. Pt had been without the stimulator for a month. Last time pt charged their implant up they had to take the battery out several times but then the recharger cord got so hot they could not touch it, it got red hot and pt was afraid it would burn them. Pt had been without the stimulator for a month since they were having trouble and pt was now having terrible pain on their right side, with the pain pt did not know if it was from the stimulator. Pt had pain in their back and it was a torture. Now the pts controller states battery empty. An email was sent to the repair department to replace the rtm. Ps reopened and reassigned case to add serial number of new rtm. Pt called back and stated previous information already documented in this case. Pt stated they were overnighted a new rtm and the system problem rm04 message displayed on the controller. Pt mentioned while waiting on hold for patient services pt went through passive recharge mode and pt got a 97 or 96 for the middle number. Pt mentioned previously they had to reset the controller and that their old rtm was getting hot any it wasn't charging their ins anymore, and that pt was without their stimulator for maybe 3 or 4 months. Pt stated the green light was flashing and they thought something was wrong with the remote. After passive recharge mode pt was able to charge their ins and the ins battery was currently at 80% during the call and their controller battery was at 50%. Ps advised pt to continue charging their ins and if the issue did not resolve then to call patient services back for further troubleshooting. Ps closed case.